Event description:
It was reported that device diagnostics resulted in high impedance (9082 ohms). The device was not programmed off after observing the high impedance. The patient was referred to neurosurgery. The patient underwent lead replacement. Only the lead was replaced. An implant card was received indicating that the lead impedance with the new lead and existing generator was within normal limits. The explanted lead has not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.